Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose level was 151 mg/dl. The customer reported that the insulin pump had a red x image. The device will be not be returned for analysis.